Manufacturer narrative:
The investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish communication with the patient programmer. An error message was observed regarding device being unable to respond and unpair. Patient had a recent surgery and forgot to place the device on the surgery mode. Programming changes were made however was unsuccessful and the ipg was deemed inoperable. No further information is available.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
New information received states that patient¿s remote became unpaired. Remote was repaired. No further information is available at this time.

Event description:
New information received states that the device was explanted, and a new device was implanted. Therapy was confirmed post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.